Manufacturer narrative:
Product event summary: the 12fcc20 sheath of lot number 0012546723 was returned and analyzed. Visual inspection of the on the shaft and handle area was performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed "severe leak", which failed the test. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00702 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The valve was isolated from the circuit and the performance test with sentinel blackbelt leak tester was repeated. The pressure test with 45 psig showed the pressure decay in the device was 0.05805 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01037 psig and in an acceptable range (should be between -0.3 and 0.3 psig). A defective valve was confirmed, as isolating the valve resulted in acceptable leak test results. In conclusion, the sheath failed the return product inspection due to a leak observed on the hemostasis valve and a kink observed on the side port tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air bubbles were observed while aspirating from the sheath, and the temperature sensor displayed unusual temperatures despite good occlusion. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.